Manufacturer narrative:
(B)(4). 00771100710 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 7.5 standard offset reduced neck length unknown 00-8757-052-01 continuum cup size 52mm unknown unknown 25mm acetabular screw unknown 00-6250-065-30 6.5 x 30mm acetabular screw (x2) unknown 00-8751-010-36 liner neutral highly crosslinked continuum 36x52 unknown customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Initial right total hip arthroplasty performed due to a fall resulting in a displaced right transcervical femoral neck fracture. Subsequently, the patient was revised due to pain and elevated metal ion level. During the revision a blackened line was noted around the interface between the head and the prosthetic neck, consistent with corrosion or trunnionosis. The stem was noted to be well fixed. The liner and head were exchanged without complications.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR number 2648920 ponce.

Event description:
No additional information to report at this time.